Event description:
It was reported that the right ventricular (rv) lead triggered and lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic), and oversensing of noise was observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.